Event description:
Customer reported the insulin pump did not alarm no delivery. Customer stated his blood glucose was 496 mg/dl and customer changed out the site, primed 20 units of insulin, and saw moisture. Customer's blood glucose went up to 500 mg/dl. Customer treated with manual injection. Customer reported the alarm did not occur during manual prime. Customer was unable to troubleshoot and was unable to determine the root cause of the issue. Customer requested the device to be exchanged. No further information reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.